Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report the difficulty removing the cds causing a chordae rupture and an anterior mitral leaflet laceration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to a1/p1, however grasping the leaflets were difficult. There was loss of leaflet capture after the grippers were lowered and the clip kept getting stuck in the chordae. Echo confirmed that there was a chordae rupture and the cds was removed from the patient and exchanged. A new cds was advanced in the patient, but also got stuck in the chordae. Troubleshooting was performed to free the clip. Leaflet grasping was successful, however, there wasn¿t adequate mr reduction. There was a confirmed anterior mitral leaflet (aml) laceration that the physician believes the first clip caused and the cds was removed from the patient. The procedure ended with the mr remaining at 4. The patient was converted to surgery the same day due to the leaflet injuries. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip caught on chordae, positioning failure of inability to capture the leaflets and difficulty grasping could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping and inability to capture the leaflets appear to be related to patient morphology/pathology. The clip caught on chordae appears to be a cascading effect of the inability to capture the leaflets. The chordae rupture appears to be due to procedural conditions of multiple grasping. The reported hospitalization and surgical intervention were results of case-specific circumstances. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.